Event description:
It was reported that subsequent to a stenting treatment procedure thrombosis occurred. Access was obtained via the femoral artery. The 90% stenosed, 20mm in length, 3.5mm in diameter, concentric, and de novo target lesion being treated was located in the non-tortuous and non-calcified proximal left circumflex (lcx) artery. A 3.00x24mm liberte stent delivery system (sds) was advanced and deployed in the distal lcx. A 3.50x20m liberte bare sds was then advanced and deployed in the proximal lcx, leaving a gap between the 2 stents. The lesion was post-dilated with the 3.50x20mm liberte bare stent delivery balloon. The stent was well positioned and well apposed. The patient was prescribed dual anti platelet therapy (dapt). Approximately 2 days following stent deployment, angiography revealed stent thrombosis of the proximal lcx. Thrombolysis was performed leaving no residual thrombus. Dual anti platlet therapy medication was again prescribed. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).